Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted; therefore, not explanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded intraocular lens (iol) was implanted, the trailing haptic was detached. The patient developed hyperventilation, and the iol was not removed; as a result, the intraocular lens was implanted with one haptic missing. The day after the surgery, there was no lens displacement. No patient injury was reported. No medical intervention was required. It was also reported that when the co-medical staff prepared the preloaded device and began the setup, they had introduced irrigation fluid into the eye via the hydration port, and rotated the plunger rod by one to two rotations before dwelling time. After irrigation/aspiration (I/a) was completed, the operating surgeon performed the implantation. There was no resistance during plunger rod manipulation. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: november 11, 2025. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed throughout the cartridge. No issues were identified with the cartridge, lens module, device assembly, plunger rod, and plunger rod advancement. A detached haptic was found inside the cartridge. No lens was received for evaluation. No media files or video were found in the received disk (dvd). Therefore, no further evaluation could be performed. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.